Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 and 107) was confirmed. Upon investigation, the monitor's electrode belt connector was pulled from the monitor enclosure, causing an intermittent connection at the j1001 connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was causing a service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).